Event description:
2/4 reference (B)(4) for all attachments and related complaints) documenting second cassette. Per complaint form: inbound. Patient reports cadd legacy pump sn (B)(4) has had 3 incidences of beeping or no disposable alarms. Twice it was with a new cassette, and once when cassette had been used for about 24 hours. That cassette couldn't be used on any pump and she discarded it. This was reported on (B)(6) 2022 by pca. When patient declined transfer to rn. Lot numbers of cassettes unknown. No further details provided. No injury.

Manufacturer narrative:
Corrected data: g1: contact name. H6: evaluation codes conclusion.